Manufacturer narrative:
Per previous investigation on similar event, it was discovered that the vendor produced certain catheter sizes with a grade of pebax that does not contain baso4. Native pebax is mildly radiopaque, and the wire reinforcement is fairly dense and very radiopaque. Without baso4 in the extusions, the last few cm of the catheter tip are harder to visualize on x-ray. When 20% baso4 is added, pebax becomes moderately radiopaque. X-rays of rdlc with and without baso4 were taken and shown in (B)(4). Both versions with and without baso4 can be seen on x-ray, and both are considered radiopaque, although to different degrees. While radiography is a useful aid, the IFU (lc08, r05) instructs the user that, "recirculation can be minimized by orienting the catheter with the re-infusion port pointed at the tricuspid valve. This should be confirmed with color doppler echo." The use of ultrasound for placement is much more accurate, allows for depth and rotational placement optimization and ultrasound systems are much more widely available than x-ray systems. While the radiopacity of the origen catheter could be improved, and it was intended to have baso4 in the extrusions, it is a very seldom used feature. Additionally, there are other, better methods available and recommended to position the catheter. Also, while the catheter can be seen on x-ray, it is judged more challenging, and baso4 should be used in future products. Finally, use of x-ray to position the catheter seems to be used by a very small fraction of users.

Event description:
Customer had trouble being able to locate the tip fo the cannula (19f), especially with a white out x-ray.